Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had faster battery drain than expected. The device remains in use. No patient complications have been reported as a result of this event.